Manufacturer narrative:
Additional information: the referenced report of chronic driveline infection is captured under medwatch MFR report # 2916596-2017-01284. The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported thrombus trajectory could not conclusively be established through this evaluation. The submitted system controller log file dated from 28aug2017 through 15sep201709/15/2017, captured that the pump speed remained above the low speed limit for the duration of the log file, and the pump appeared to be working as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided indicated that a ramp echocardiogram was completed (results not provided) and the patient was started on oral dipyridamole in addition to aspirin (325 mg) and coumadin with an inr goal of 2-3. The customer reported that the patient has a complicated medical history with chronic driveline infection (complaint (B)(4)) and diabetes and is not a surgical candidate for pump exchange. The patient's anticoagulation regimen was adjusted and the patient remains with a "guarded prognosis". No additional information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. The manufacturer¿s technical services representative reviewed the submitted log file which contained data from (B)(6) 2017 5:27 to (B)(6) 2017 14:31, and indicated the log file reviewed showed there was trajectories consistent with device thrombosis. The patient was asymptomatic. Additional information has been asked but has not yet been provided.